Event description:
It was reported that the patient had presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead had dislodged and could not be implanted inside the myocardium. The lv lead was not used. The procedure was abandoned, and the patient remained in stable condition.

Manufacturer narrative:
The reported events were dislodgment and unable to implant. A complete lead was returned for analysis. The s-curve hump height was measured, and it was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.